Event description:
It was reported that the user experienced persistent high blood glucose readings in the 500s, escalating to 600, while using the ilet and elected to disconnect and administer subcutaneous insulin by pen; the user planned to consider a supply change and reinitiation of the ilet after follow-up. Symptoms included hyperglycemia. Outcomes included no reported injury and no hospitalization. Investigation included complaint intake, user troubleshooting, and education regarding device use and supply change. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.